Event description:
An operator scrapped his hand by one of the reagent probes while working on an advia centaur xp instrument. The injury was minor and did not require any medical attention. The operator is taking anti-viral medication as a pre-caution.

Manufacturer narrative:
The siemens technical support center (tsc) contacted the customer. The supervisor of the operator confirmed that the operator was wearing protective equipment. The cause of the event was due to the operator not following normal laboratory safety procedures while the system was running. Customer confirmed that the instrument is performing within specifications. Further evaluation of the device is not required.